Manufacturer narrative:
Device evaluation: visual inspection: the turbohawk and spider fx were inspected. It was discovered the housing assembly was fractured and detached from the proximal portion of the distal assembly. The length of the detached turbohawk segment was approximately 9cm (the spider fx capture wire was loaded inside the distal rotating tip of the turbohawk). The spider fx filter assembly showed no damages. The location of the distal end of the turbohawk which remained loaded showed the tip of the turbohawk located at the proximal end of the filter. Kinks/bends to the capture wire were noted at approximately 52, 53, and 64cm from the distal tip of the spider fx. A curve to the capture wire was noted at approximately 99cm from the distal tip. Under microscope at the areas of the bend/kinds, the ptfe of the capture wire was worn away likely subjected to friction. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used a turbohawk with a spider fx and a non-medtronic sheath (7 x 45/terumo) to treat a severely calcified lesion presenting cto (chronic total occlusion 100%) in the mid-right calcified common iliac artery and superficial femoral artery. The vessel presented minimal tortuosity. Artery length and diameter were 6 mm and 30 mm, respectively. IFU was followed. Moderate resistance was felt upon withdrawal. It was reported that the nose cone detached at the hinge pin when pulling the device back through the sheath. Guidewire prolapse and a torn or ripped lumen was also reported. In order to remove the nose cone, the spider was pulled back into the sheath, where the nose cone was trapped. It is unknown if the hinge pins were captured with the spider. They were not noted in the patient. Possibly just the nose cone ripped. The procedure was completed using a new 6 mm spider and turbohawk. No patient injury reported. When the device was returned to the manufacturing facility, the device was noted to be damaged.